Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the urgent care and was diagnosed with a abscess on the arm. For treatment, the patient received a manual injection of a antibiotic called rocephin and saw a general surgeon. The patient removed the pod and circled the area. The next morning, the abscess had grown and they decided to go to the urgent care. The patient was discharged after 1 hour.